Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No watchdog timeout alarm and no unexpected restart error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a watchdog timeout alarm along with unexpected restart alarm. Customer was calling back after the pump rest and new battery but the alarm recurred. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.